Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced elevated blood glucose levels ranging from 175 mg/dl to 250 mg/dl and it was addressed with correction boluses. Reportedly, the customer had been sick recently. Recommendation was made for the customer to contact their healthcare provider regarding the elevated blood glucose level and possible setting adjustments.